Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. There was no reported impact to the customer's blood glucose level due to the past altitude alarms. The customer removed and reinstalled the cartridge. The alarm would clear after approximately 15 minutes and insulin delivery was resumed.